Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss over 1 hour was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. However, received data does not reflect full investigation window. No injury or medical intervention was reported.